Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 7 days following the implant of this transcatheter bioprosthetic valve, during hospitalization, the patients d-dimer increased and bilateral lower extremity pain occurred. A bilateral peripheral venous thrombosis was observed on venous echocardiography, and anticoagulation therapy was initiated. The patients d-dimer decreased, and thrombus regression was observed. The patient recovered. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 7 days following the implant of this transcatheter bioprosthetic valve, during hospitalization, the patients d-dimer increased and bilateral lower extremity pain occurred. A bilateral peripheral venous thrombosis was observed on venous echocardiography, and anticoagulation therapy was initiated. The patients d-dimer decreased, and thrombus regression was observed. The patient recovered. No additional adverse patient effects were reported. Additional information was received that the final implant depth of the valve was 3 mm on both the non-coronary and left coronary cusp. The patient did not have any pre-existing coagulopathy disorders. Per the physician, the cause of the thrombus was unknown.